Event description:
During a hip arthroscopy procedure, the electrode detached from the tip of the multivac xl arthrowand in the surgical site and was not found. The physician attempted to grasp the fragment and subsequently to irrigate the surgical site to remove the fragment. It was reported the detached electrode remains in the pt's hip joint. There was no injury to the pt and the physician does not believe there will be an adverse effect to the pt.

Manufacturer narrative:
A lot review was performed for the device. No abnormalities were found related to the reported problem. The lot met all device specifications. It was reported the device would not be returned for investigation. Since the device was not returned, a complete investigation could not be performed and a root cause of the product problem could not be determined. In addition, the lot history review did not demonstrate an abnormality was documented in the device release inspection.